Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse stated that the infusion was to infuse for four hours, but instead infused within two hours. There was no report of patient harm.